Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a dependent patient presented with rv lead noise due to oversensing. The lead was capped and replaced on (B)(6) 2018 in order to prevent future issues. The patient was stable throughout.